Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight is not available for reporting. Additional device product code is hwc. (B)(4). It is unknown if the subject device will be returned to the synthes manufacturer for evaluation at this time as it is still implanted in the patient. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the proximal femoral nail anti-rotation (pfna) ii nail was discovered to have broken postoperatively on (B)(6) 2016 when the patient returned to the hospital for an examination due to pain. The nail was initially implanted on (B)(6) 2015. The initial surgery was completed without any reported issues. Revision surgery will be performed but has not been scheduled. The patient is reportedly in stable condition. This report is 1 of 1 for (B)(4).